Manufacturer narrative:
Correction of product code from qla to qky based on FDA feedback. Corrected resuse and reprocessor information.

Event description:
User reported redness and irritation from a decontaminated mask at the beginning of the week and that the irritation progressed to a chemical burn by the end of the week. User has worn reprocessed masks previously with no issues. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.

Manufacturer narrative:
Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required, as a follow-up to a previously reported event, under the terms of the eua.

Event description:
Battelle is submitting this follow up report to provide additional information about a previously reported event. Battelle previously reported, to the FDA, that a health care personnel (hcp) reported redness and irritation from a decontaminated respirator at the beginning of the week and that the irritation progressed to a chemical burn by the end of the week. Battelle also reported that the hcp had worn decontaminated respirators previously with no issues. Battelle has since obtained new information about this event. The new information is based on allegations in a filed lawsuit. While unsubstantiated, plaintiff alleges experiencing caustic burn, lesions, chronic headaches, hyperpigmentation, erythema, spider veins, chemical gas inhalation, and respiratory distress in association with use of a decontaminated respirator. Plaintiff alleges that the respirator associated with this event was decontaminated with the battelle ccds. Battelle previously followed up four times with the health care facility (hcf) that initially reported the issue. Battelle followed up by phone and by email to obtain additional information, including requesting the decontaminated respirator at issue. The hcf reported 2 decontamination run numbers that this respirator could have been processed under, but the hcf could not confirm that these run numbers were in fact correct. Battelle qa retrieved the decontamination process run data and reviewed and found no issues noted during these run cycles. With the information available, a root cause of the event could not be identified. Since this is currently a legal matter, the case has been turned over to battelle legal counsel and further information obtained through investigation or discovery may fall under attorney-client or attorney work-product privilege. Battelle will supplement this report if it becomes aware of additional information required to be reported under 21 c.f.r. Part 803, as appropriate.

Event description:
User reported redness and irritation from a decontaminated mask at the beginning of the week and that the irritation progressed to a chemical burn by the end of the week. User has worn reprocessed masks previously with no issues.